Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific reported that a series of deflections were noted on the ra and rv channels. It was thought that there may be mechanical noise or loss of capture. Strips were reviewed from home monitoring and they showed deflections however, they fell into blanking and did not inhibit pacing. No intervention was mentioned.